Manufacturer narrative:
Other, other text: device evaluation: the device was returned for investigation. The smiths label was intact. There was evidence of the reported failure in the event log. An accuracy test and functional check were performed, and the customer's reported failure was not confirmed. As a preventive action, the microprocessor board, battery contact, and backup capacitor will be replaced. The root cause of the reported failure cannot be established. One possible but unconfirmed problem source is related to the disposable circuitry connected to the pump. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical pump was under delivery medical fluid. The customer noticed the discrepancy between the value indicated on the pump and the amount actually remaining in the cassette was greater than 6%. No patient injury nor reported adverse events. Please assign "mkom" as the investigation site.